Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following response was provided: were there patient consequences? If yes, please explain. No the device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.

Event description:
It was reported that a patient underwent a laparotomy on an unknown date and suture was used. The needle has barbs on it, and therefore tore a lot in the tissue when they had to close the abdomen during an exploratory laparotomy. They open a new thread. Which does the same. When they look at the needle, there is a metal split from the joint between the thread and the needle. They take a thread from another box. It is as usual. I get the box out and open a thread. It has no metal sticking out, but a thread end inside the weld that sits too far out towards the tip of the needle. This is put back in the box of clean threads. Nothing has happened to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/5/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found additional information: d9, h3, h6 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested; the following was obtained: please confirm if the four (4) pdp9261; lot# tpmdud belong to this complaint or if sent in error. Answer: it belongs to (B)(4). H3 investigational summary: the product was returned to ethicon for evaluation. Nine representative unopened samples were received for analysis. Upon visual analysis of the returned samples, the closures of the channel area were noted to be as expected; however, the insertion of the suture is not totally confined inside of the channel of the needle on eight samples; resulting in a protrusion defect. On another sample the needle was observed to be conforming to the process specifications. Based on the information currently available, the protrusion was identified during the investigation of the sample received. This product issue will be addressed through ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.